Event description:
It was reported that the customer could not reset the bubble alarm on a cardiohelp device and they could hear what sounded like micro air in the unit. The pt was switched to cardiohelp va ecls. The bubble sensor which was placed on the arterial side (with nonintervention set) started to alarm mins after initiating support and continued to alarm throughout the pt run. At one point, the customer stopped the cardiohelp and changed the cap on the venous lure port. After changing the cap the alarm switched from continuous alarm to periodic alarming. Massive amounts of air were visualized coming from the pt down the venous line. Support was discontinued. The pt expired. (B)(4).